Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. See scanned page.

Event description:
It was reported that the patient experienced a urinary tract infection, discomfort and urgency as a result of using the device. The patient was prescribed cipro to treat the infection. A urinalysis revealed that the patient had ecoli in her urine. The patient was washing and reusing the catheters per her doctors orders.